Event description:
It was reported during the discectomy procedure that the bottom shaft of the upbiting micro pituitary was broken in half. No fragments of the instrument were left inside the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.